Manufacturer narrative:
The customer reported issue was verified in the pump history log; however the complaint could not be replicated or confirmed as the pump passed all performance verification testing (pvt) including the device accuracy test. The complaint investigation indicates that the probable cause is due to user error.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. Section e additional contact: (B)(6). Tso supervisor, (B)(6).

Event description:
The complaint/event involved a bomba de infusión plum 360¿ compatible con ICU medical mednet¿. The pump was reportedly programmed with a volume to be infused of 500ml and an administration duration of 24 hours, speed of 20.8. The morning shift nurses stated the patient's infusion administered for approximately 2 hours; the pump infused faster than it should have. The pump last preventative maintenance was on mar-2024. The patient did not have any clinical consequences or adverse event and no one was harmed as a result of this event.